Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the past two days he has been bottoming out. Customer's blood glucose level went down to 42 mg/dl. The customer treated his low blood glucose level with food. The device was not returned.